Manufacturer narrative:
Block b2 (outcomes attributed to the adverse event) and h6 (patient codes) have been updated. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf impact code f02 captures the reportable of death. Imdrf impact code f14 captures the reportable of prolonged episode of care.

Event description:
It was reported to boston scientific corporation that a wallflex enteral-duodenal stent was to be implanted to treat duodenal stricture in the duodenum during an esophagogastroduodenoscopy (egd) with enteral stent placement procedure performed on (B)(6) 2025. The patient's anatomy was tortuous prior to stent placement. During the procedure, it was reported that a stent was introduced but could not be advanced due to resistance at the stricture site. The stent was then taken out to reposition and clean the image on the scope, due to some debris from the patient's anatomy. The stent was removed to reposition and improve visualization, as the scope image was unclear. While preparing to reinsert the stent, the patient was coded, and the procedure was stopped. There was perforation in the duodenum. However, the physician was unable to determine whether the device or procedure caused or contributed to the complication. On (B)(6) 2025, the patient died due to complications related to the perforation.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf impact code f02 captures the reportable of death. Imdrf impact code f14 captures the reportable of prolonged episode of care. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy, delivery system difficult to cross lesion, and delivery system not visible under eus or fluoroscopy. For the reported stent failure to deploy, there is not enough evidence to determine if this was due to the physician's technique during the procedure, anatomical conditions, procedural factors, or device malfunction. The most probable cause for this event could not be established. Also, the reported events of cardiac arrest, delivery system difficult to cross lesion, delivery system not visible under eus or fluoroscopy and prolonged episode of care were classified as adverse event related to patient condition. Furthermore, based on the customer's event description and information provided, the events of perforation and death are potentially adverse events associated with the use of the device. For this reason, these adverse events are known inherent risk of device as these are known and documented in the labeling (including both short or long term known complications or adverse reactions). Device history record: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the reported events of cardiac arrest, perforation, death, stent failure to deploy, delivery system difficult to cross lesion, delivery system not visible under eus or fluoroscopy and prolonged episode of care were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, this device was used per directions for use (dfu) product label investigation conclusion: based on the available information and findings from the device evaluation, the most probable cause selected is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex enteral-duodenal stent was to be implanted to treat duodenal stricture in the duodenum during an esophagogastroduodenoscopy (egd) with enteral stent placement procedure performed on (B)(6) 2025. The patient's anatomy was tortuous prior to stent placement. During the procedure, it was reported that a stent was introduced but could not be advanced due to resistance at the stricture site. The stent was then taken out to reposition and clean the image on the scope, due to some debris from the patient's anatomy. The stent was removed to reposition and improve visualization, as the scope image was unclear. While preparing to reinsert the stent, the patient was coded, and the procedure was stopped. There was perforation in the duodenum. However, the physician was unable to determine whether the device or procedure caused or contributed to the complication. On september 6, 2025, the patient died due to complications related to the perforation.

Event description:
It was reported to boston scientific corporation that a wallflex enteral-duodenal stent was to be implanted to treat duodenal stricture in the duodenum during an esophagogastroduodenoscopy (egd) with enteral stent placement procedure performed on (B)(6) 2025. The patient's anatomy was tortuous prior to stent placement. During the procedure, it was reported that a stent was introduced but could not be advanced due to resistance at the stricture site. The stent was removed to be repositioned and improve visualization, as the scope image was unclear due to some debris from the patient's anatomy. While preparing to reinsert the stent, the patient coded, and the procedure was stopped. There was perforation in the duodenum. However, the physician was unable to determine whether the device or procedure caused or contributed to the complication. On (B)(6) 2025, the patient died due to complications related to the perforation.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code e2114 captures the reportable event of perforation. Imdrf impact code f02 captures the reportable of death. Imdrf impact code f14 captures the reportable of prolonged episode of care.